Event description:
It was reported that a patient had a left hip 36mm +5 metal head separate from the stem trunnion. Stem was removed due to trunnion wear. Cup shell was retained and a new liner was implanted. Revision tha due to metallosis. Patient was revised to zimmer and trident x3 liner.

Manufacturer narrative:
Additional information: patient information; brand name; product code; common device name; catalog #; lot #, expiration date; PMA/510(k) #; date of implant; device manufacture date. An event regarding disassociation of head from stem due to trunnion wear involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a material, visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a patient had a left hip 36mm +5 metal head separate from the stem trunnion. Stem was removed due to trunnion wear. Cup shell was retained and a new liner was implanted. Revision tha due to metallosis. Patient was revised to zimmer and trident x3 liner.